Manufacturer narrative:
As reported, while applying fixation, the surgeon experienced difficulty in piercing the bard/davol sorbafix enhanced fastener to the tissue. The subject device is being returned for evaluation, however has not yet been received. Based on the available information, no conclusions can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to report the results of the device evaluation. The subject device was returned for evaluation. The device was returned with the tack set back out of specification which is known to cause the potential for the deployment of proud fasteners. This is not indicative of the manufactured condition. During functional evaluation, the tack set back went back into specification which resulted in the deployment of ten (10) fasteners successfully with no issues found. The reported event that fasteners would not penetrate was not reproduced during simulated use testing and the sample was found to function as intended. No manufacturing anomalies were found. Based on the investigation and sample evaluation performed, a definitive root cause has not been established but is most likely related to forces applied during user/device interface. The instructions-for-use include with the device recommend the following: "1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. 2. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic tapp inguinal hernia repair on 16-mar-2021, the surgeon used bard/davol sorbafix fixation device. It was reported that the fastener was difficult to pierce the tissue after the placement of an unknown mesh. It was also reported that another bard/davol capsure fixation device was used to complete the procedure. There was no reported patient injury. The surgeon recognized that the reported issue may be caused by the procedure. The surgeon is an experienced user of the sorbafix fixation device.

Manufacturer narrative:
As reported, while applying fixation, the surgeon experienced difficulty in piercing the bard/davol sorbafix enhanced fastener to the tissue. The subject device is being returned for evaluation, however has not yet been received. Based on the available information, no conclusions can be made. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. The instructions-for-use include with the device recommend the following: " place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." If/when sample is received and evaluated, a supplemental MDR will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparoscopic tapp inguinal hernia repair on (B)(6) 2021, the surgeon used bard/davol sorbafix fixation device. It was reported that the fastener was difficult to pierce the tissue after the placement of an unknown mesh. It was also reported that another bard/davol capsure fixation device was used to complete the procedure. There was no reported patient injury. The surgeon recognized that the reported issue may be caused by the procedure. The surgeon is an experienced user of the sorbafix fixation device.